Event description:
It was reported that the right ventricular lead was fractured, experienced high impedance, and oversensing, and there were non-sustained ventricular tachycardia episodes recorded due to noise. The lead was capped and replaced. It was also noted that the replacement lead was implanted on the right side of the patient due to lack of venous access on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance and two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2010. The weekly pace lead impedance trend data shows an abrupt increase for maximum right ventricular pace equal to three hundred and eighty-four to one thousand, seven hundred and seventy-six ohms with the maximum between (B)(6) 2010. There was oversensing, and three ventricular non-sustained episodes with an average ventricular cycle length of less than or equal to two hundred and ten milliseconds between (B)(6) 2010. Also noted was interference/noise with a ventricular short interval count equaling one hundred, eighty-four and six tenths counts average per day, in ten and ninety-six hundredths days, between (B)(6) 2010. Further noted on the save-to-disk review from the programmer shows the lead integrity alert was triggered on (B)(6) 2010.